Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced a shocking or jolting sensation during an MRI. Additional information has been requested, a follow-up report will be sent if additional information becomes available.